Event description:
During the implant procedure, while tunneling with a medtronic catheter passer, a vessel was nicked, and the patient experienced bleeding. Surgeon applied pressure to achieve hemostasis. This resolved the issue.